Event description:
Reporting status: malfunction. Reporting rationale: separated distal shaft has caused or contributed to patient injury previously. Device issue: separated distal shaft. It was reported that while trying to retract the vision stent delivery system (sds) into the guiding catheter, the shaft separated in the middle. The guiding catheter and the sds were removed out of the patient. When the sds was outside of the patient's body, it was noticed that only the proximal part of the device was removed. The distal part was still on the guide wire in the patient's body. The guide wire and the distal part of the sds were removed as a single unit out of the patient's body. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood and contrast visible in the guidewire lumen and the inflation lumen. The balloon was loosely folded. The outer member was separated at 7.2 cm proximal to the guide wire exit notch. The material at the separation was stretched. There was a bend in the hypotube at 12 cm distal to the strain relief tubing. There was no other damage noted to the sds. The used guiding catheter was returned. A new sds was advanced through the returned guiding catheter. There was no resistance noted. Product performance engineering reviewed the incident information. It should be noted that the instructions for use (IFU) states that, "should any resistance be felt at any time during withdrawal of the stent delivery system, the entire system should be removed as a single unit". Analysis of the sds noted blood and contrast visible in the guide wire and inflation lumens and the balloon was loosely folded. This is consistent with the reported information that the device was prepared for use, inserted into the body, and inflated. The shaft was separated 7.2 cm proximal to the guide wire exit notch and it was found that the material at the separation was stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). This is consistent with the reported information that force was applied during the attempt to remove the sds once resistance was encountered. A new vision was able to be advanced through the used guiding catheter without resistance. The size of the used guiding catheter is compatible with the rx vision that was used and should not have been the source of the reported resistance; however, it is unclear what caused the reported resistance. The sds may have encountered resistance with the lesion anatomy (mild tortuosity and calcification) and/or the guide wire. The guide wire used in this case was not returned for analysis and may have assisted in determining the exact cause of the reported resistance. The build up of blood and contract on the guidewire and in the guide wire lumen of the sds during the procedure can cause reduced clearance between the two devices, which can lead to resistance when attempting to advance/retract the sds on the guide wire. In this case, there are no indications of a product quality issue with the rx vision. The reported difficulties appear to be related to the operational context of the device. In addition a bend in the hypotube was observed. There was no mention of this in the incident report and likely occurred during the packing/shipping of the device back to the abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported difficulty to remove the sds from the guiding catheter or the shaft separation. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.